Event description:
Pt was having a left l4-5 laminotomy and diskectomy. When the surgeon was removing part of the disk the instrument he was using - micropitrary rounger - broke off and fell into the pt. The surgeon was able to successfully remove the piece with no harm done to the pt.